Event description:
Device 1 of 3. Reference MFR report# 1627487-2012-1811. Reference MFR report# 1627487-2012-1812. It was reported the pt experienced a heating sensation at her ipg site while charging. She only charged her ipg once after implant. It was also reported she was not receiving effective stimulation on her left side. The pt has not used or charger her scs system since 2009 when she felt the heating while charging. Follow up info identified her ipg is shallow causing pain at her ipg site. She is considering revision surgery. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.